Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to a faulty/defective internal battery. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarms when unplugged. There was no patient involvement reported.